Event description:
During a breast biopsy the customer noted very fragmented specimens. The disposable probe was changed and the sample quality did not improve. The dc adapter for the blue cable fell off the device during troubleshooting. The patient procedure was rescheduled and the specimens were sent onto pathology.